Manufacturer narrative:
Investigation is ongoing. The date of the events is unknown. According to the article all implants were completed between june 2007 and december 2016. For this reason, the first day of the range was used as the occurrence date. This is one of ten manufacturer reports being submitted for this case. Reference article: andrea scotti, luca nai fovino, augustin coisne, tommaso fabris, francesco cardaioli, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', frontiers in cardiovascular medicine (B)(6) 2022.

Event description:
As reported from our affiliates in italy, per article, ''10-year impact of transcatheter aortic valve leaflet design (intra- versus supra-annular) in mortality and hemodynamic performance'', an 81-year-old patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien xt valve via transfemoral approach. Approximately six (6) years post procedure, the patient developed bioprosthetic valve failure, moderate hemodynamic valve deterioration (aortic regurgitation), left ventricular dilation. Patient died due to consequences related to the valve.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-09155, 2015691-2022-09156, 2015691-2022- 09158, 2015691-2022-09160, 2015691-2022-09161, 2015691-2022-09162, 2015691-2022-09154, 2015691-2022-09166, 2015691-2022-09168. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of applicable imagery/medical record. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.